Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: error code 193 and 290. There was no harm or injury reported. During the evaluation at the manufacturer service center, error code 193 (internal li-ion battery permanent failure) was confirmed. The unit is no longer needed for inventory and therefore will be scrapped.